Event description:
Fiber probe tip broke off while surgeon performing septoplasty/partial inferior turbinectomy using 980 laser. Tip removed intact from pt by surgeon.

Event description:
Add'l info rec'd from MFR 12/11/02: the incident was reported under the voluntary FDA medwatch product problem reporting program. The slt device involved was product code tc8-sma, lot #209303. The problem reported was the tip breaking off the fiber during a turbinectomy. The surgeon removed the tip, with no injury reported. Slt had no knowledge of this incident until MFR received FDA letter. The copy of the MDR indicated that the device was still available from the user facility. Slt contacted the user facility and received the device in question back for evaluation on 10/25/02. The tc8-sma device is part of the slt fiberprobe product family. The fiberprobe is a laser fiber that has a sapphire tip permanently mounted to the end of the fiber optic cable. The tip is inserted into a heated stainless steel sleeve, which compresses around the tip when cooled. The sleeve is also mechanically crimped to the tip to insure they do not separate. The tip has an undercut at the location of the crimp so the sapphire is not damaged during the crimping process. There are eight slt product codes that are manufactured this way; tc8, tc8-sma, sc11, sc11-sma, tp8, tp8-sma, sp11, and sp11-sma. These products were released for sale in november of 1998. A review of product return/customer complaint file from november 1998 forward showed four other product returns for this same condition. The failure analysis for the prior four, and for this incident, indicates the device was subjected to higher than normal side load force that caused the tip to crack. Slt's instructions for use contains specific warnings for this. It was decided during the failure analysis for this particular incident to do a further internal investigation to be sure slt continues to ship product as originally designed and validated. Slt wanted to be sure nothing had changed in manufacturing and inspection process that could be contributing to this product failure. What follows are the results of that investigation. While slt was waiting for the device to be returned from the user facility, the following actions were taken. Six units of product code tc8-sma with lot #209303 were in inventory. These six units were temporarily quarantined until the completion of the investigation. All tip connector sleeves for this device were pulled from stock and reinspected with no problems found. The device history record for lot #209303 was pulled and reviewed with no problems found. A failure analysis was conducted on the device returned from the user facility with a conclusion of excessive side load force in violation of the warnings provided with the device. As mentioned earlier, slt did not conclude the investigation at that point. Slt's director of product development ordered 8 "test tips" from supplier which had a different shape external to the connector sleeve that would allow slt to get better visualization down inside the sleeve after the tip was inserted. This would allow slt to mount and crimp the "test tips" into sleeves and inspect the tips under magnification in such a way that if any tips developed cracks down inside the connector sleeve they could be easily seen. This was done with no problems found. The crimping fixture was revalidated, 20 production pieces were crimped and inspected with no problems found. The question came up, could the tips be developing cracks over time, after they have been final inspected? Eleven units that were assembled on 09/16/02 and 8 units that were assembled on 7/22/02 were still available in manufacturing. These units were inspected with no problems found. The 20 units that were assembled to revalidate the crimping fixture were reinspected during a one week period with no problems found as well. The final phase of analysis was looking at the manufacturing and inspection process documentation and practice. The final phase did result in a preventive action that will improve the inspection method used to inspect the tips for cracks. It was noted how difficult it is to get proper visualization of the portion of the tip that is down inside the connector sleeve. It was discussed that visualization would be improved by using a monocular microscope with a different light source. The assembler who does this job indicated that she has always used this technique, however, slt's inspection document did not require it. Therefore, an eco is in process amending the inspection document to be sure this microscope and light source is always used. Even though nothing indicated a problem with the tip cracking during the manufacturing process, improving this inspection step is justified.